Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met it's material, assembly and product specifications at the time of it's release to distribution. A review of the manufacturing record for this particular batch number 7785856 shows the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be determined at this time.

Event description:
Clinical trial. Same case as MFR #6000089-2007-00979. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction. The index vessel treated 2 target lesions. Target lesion 1 was in the mid right coronary artery (rca). The lesion was 3 mm wide, 12 mm long, and 95% stenosed. The physician redilated the lesion prior to placing a 2.5 x 8 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was in the distal rca. The lesion was 2.5 mm wide, 10 mm long, and 70% stenosed. The physician direct stented the lesion using a 2.5 x 16 mm stent, overlapping the 2.5 x 8 mm taxus stent. Residual stenosis was 0%. The patient received bivalirudin during the procedure. The patient was discharged 4 days later on aspirin, plavix, statin, enalapril, propranolol, captopril, and glibenclamide. On day 426, the patient returned for a 13 month follow-up. The patient had a positive stress test and was experiencing angina. Angiography confirmed bilateral edge in-stent restenosis. The distal edge of the stent received plain old balloon angioplasty (poba and another manufacturers stent was placed proximally, overlapping the taxus stents. A new lesion at the ostial rca was also treated with a taxus stent. The event resolved and the patient was discharged one day later on aspirin and plavix. The patient was on aspirin and plavix at the time of the event. In the opinion of the physician, there is a definite relationship between the stent and the isr/tvr.